Manufacturer narrative:
Replacement pump was delivered on (B)(6) 2015. Tandem technical support attempted to follow up with the customer, however there was no response. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of 440mg/dl. Prior to being hospitalized, the customer attempted to treat, by administering a manual injection. While hospitalized, the customer received intravenous treatment. The customer is scheduled to be released from the hospital after they receive their replacement pump.